Manufacturer narrative:
On 4-nov-2025, the product investigation was completed. It was reported that a patient underwent an atrial flutter ablation procedure with a trupulse generator, worldwide configuration and the irrigation pump, when set to high flow, would then be switched to manual mode. There was an issue with the flow rate change during the ablation and no error was shown and the ablation continued. The generator was in automatic mode but it did not change the flow from low to high. No patient consequences were reported. There was a 2 minute delay. The procedure was completed in manual mode. No patient consequences were reported. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. No failure was found on the trupulse system. System was performing as intended. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a trupulse generator, worldwide configuration and the irrigation pump, when set to high flow, would then be switched to manual mode. There was an issue with the flow rate change during the ablation and no error was shown and the ablation continued. The generator was in automatic mode but it did not change the flow from low to high. No patient consequences were reported. There was a 2 minute delay. The procedure was completed in manual mode. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).